Event description:
Pk super loop not working, and the doctor changed to new one, before we started using it, smoke was noted to be coming out from the resectoscope. Per biomed dept, they were able to verify the correct output power from generator (B)(6) and passing of power on a self-test. Super loop disposables (2) were charred at proximal end and proximal tips were separated from the shaft. Associated cables were charred and tips from super loop were still in cable connector. Biomed department was unable to test these components due to the damage. Resectoscope had minor charring on the ceramic cable connector holder but appeared functional. Disposable delivered to risk management and both generator and resectoscope returned to surgery. Unable to determine the cause of damage.